Event description:
The light monitors are networked to a central c-net99. It has been reported over a number of months that on occasion, the central does not alarm when any pt leads are removed. The light monitors are connected to the pt using 3 led datex ECG cables. A white technical alarm is always seen on the monitor, but a priority yellow alarm is not sent to the central. The problem occurs sporadically on 5 different units. All ECG bds have been replaced. Fault still occurs.